Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the sensor had a missing electrode. Blood glucose level at the time of the incident was not provided. Customer came home from football and noticed the site sensor site was burning and bleeding. The customer removed the sensor and there was no cannula. Customer's parent was unsure if sensor cannula was still in her son's body. The customer was advised to consult their healthcare provider for treatment. The sensor will be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor broken with missing parts. Unable to confirm customer received sensor damage due to customer returned opened/used.